Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and one of the lead has come out completely from the epidural space and the other lead also has question of this continuity of the lead that is currently present in the spinal canal which was confirmed with imaging. The patient underwent spinal cord stimulation (scs) explant procedure. Additional information stated that the explanted device will not be returned.

Manufacturer narrative:
(B)(4), (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. (B)(4) (sn: (B)(6)) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device. (B)(4) (sn: (B)(6)) investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6) batch: 170050 UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2208500 model: sc-2208-50 serial: (B)(6) batch: 170332 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and one of the lead has come out completely from the epidural space and the other lead also has question of this continuity of the lead that is currently present in the spinal canal which was confirmed with imaging. The patient underwent spinal cord stimulation (scs) explant procedure. Additional information stated that the explanted device will not be returned.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2208500. Model: sc-2208-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc220850 model: sc-2208-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and one of the lead has come out completely from the epidural space and the other lead also has question of this continuity of the lead that is currently present in the spinal canal which was confirmed with imaging. The patient underwent spinal cord stimulation (scs) explant procedure.